Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was calcified. A 3.0mm x 8mm quantum maverick balloon catheter was used to predilate the target lesion. Upon first inflation the balloon ruptured below the rated burst pressure. The balloon was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 3mm from the distal tip. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was calcified. A 3.0mm x 8mm quantum maverick balloon catheter was used to predilate the target lesion. Upon first inflation the balloon ruptured below the rated burst pressure. The balloon was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.